Manufacturer narrative:
The account's technician inspected the lift and found the lift to be in good working order with no problem detected. In the instructions guide for golvo, 7en140107 rev. 3 , under the section safety instructions it is stated that: before lifting, always make sure that: the lifting accessory is selected appropriately, in terms of type, size, material and design with regards to the patient's needs. The lifting accessory hangs vertical and can move freely, unbalanced lifting poses a tipping risk and may damage the lift equipment! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the lift tipped over when the staff transferred the patient from the bed to the armchair. The lift was located in the patient room at the account. The CT scan of the patient's head post incident revealed a recent hemorrhage. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Under investigation, it was found that the sling used during the patient's transfer was not a liko sling. After discussion with the patient's husband, the harness used during the patient's transfer was made of a very thick, light blue fabric. This sling was unable to be located at the account. This sling cannot be a liko sling since they are only green, dark grey or dark blue. According to the lift's instruction guide for 7en140105 rev. 5, it is stated that using lifting accessories other than those approved can entail a risk. Based on this information, no further action is required.